Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while clipping the stomach staple line, clip was malformed and disengaged into the cavity of the patient. The clip was retrieved using a grasper. The device replaced to resolve the issue in order to complete the case. There was no patient injury.